Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal right coronary artery. A 16 x 4.00 mm rebel stent was advanced through the guide catheter; it was noted that the stent was released from the delivery system upon exiting the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system in two pieces. The balloon was loosely folded with the stent secured between the markerbands. A portion of an unidentified .014 guidewire was returned in the guidewire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The outer shaft is completely separated/torn 15.2cm from the distal tip and the inner shaft is completely separated/torn 15cm from the distal tip. There are numerous hypotube and shaft kinks. The shaft is buckled/damaged in numerous locations. The tip is damaged. The guidewire could not be removed due to the severe buckling/damage to the device. The exit notch is damaged/torn due to the guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. The reported stent dislodged inside the patient was not confirmed as the stent is secured between the markerbands and has not been expanded. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal right coronary artery. A 16x4.00mm rebel stent was advanced through the guide catheter; it was noted that the stent was released from the delivery system upon exiting the guide catheter. No patient complications were reported.